Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's father stated that the customer was hospitalized with high blood glucose levels between 200 and 300 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the father did not have the tubing clamp to perform the high pressure test. Nothing further was reported.